Event description:
During an initial implant procedure, a decrease in sensing was observed on the device. After repositioning the right ventricular (rv) lead to obtain a more optimal sensing value, the septum on the device appeared to have come loose while unscrewing the set screw. The device was explanted and replaced to resolve event. The patient was stable with no consequences.